Event description:
The customer reported reading a biological indicator (bi) incorrectly. It was read at 24 hours incubation time and should have been read at 48 hours incubation time. The customer stated that the results were negative; however the results cannot be confirmed since the reading was incorrect. There is no report of pt reactions. The load was not recalled.

Manufacturer narrative:
Other -suspected bi.